Event description:
It was reported that the right ventricular (rv) lead exhibited a polarity switch, oversensing due to myopotential and  variable r waves. The rv lead was initially reprogrammed and remains in use. No patient complications have been reported as a result of this event.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.